Manufacturer narrative:
External insulation abrasions were found at 30.1-30.4cm and 40.1-41.3cm from the distal tip, consistent with lead friction to another device. The etfe coating of the conductors was intact at these locations. External insulation abrasion was found at 53.0-53.4cm from the distal tip, consistent with lead friction to the ICD. The etfe coating of the conductors was intact at this location.

Event description:
It was reported that the lead was explanted due to a non-specific malfunction.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.